Event description:
Compliant was reported by a distributor in japan for a nonconformance identified during incoming inspection at their facility in japan. Details of nonconformity: notch in packaging is misaligned - qty: (B)(4).

Manufacturer narrative:
H3: the complaint product was not available for evaluation. Therefore, this report is based on customer-provided information only. An image of the defect was provided by the customer and evaluated. The notch alignment failure was determined to be related to incorrect process settings at machine set-up and inexperience of the operators. Production documentation was reviewed and identified no nonconformances noted and no other anomalies that could have contributed to this failure, however, it was noted that this was one of the first lots of this sku run on a newly implemented third shift. Training materials and work instructions are being reviewed to address this issue and identify corrective actions to prevent recurrence. Historical complaint data review identified 1 other similar complaints for this failure mode and product family in the last 2 years. This issue has a complaint rate of (B)(4) over this period of time. Manufacturing operations has been made aware of the complaint to prevent recurrence and corrective action is being implemented at the manufacturing site. No further corrective or preventive actions are required at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4) h3 other text : device not returned.